Manufacturer narrative:
Method: console serial number search. Results: the wave console was evaluated, but, the product problem could not be duplicated, the console functioned properly. A search by console serial number was performed and two similar complaints were found. Conclusions: based on the complaint history, the serial number search and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated a capsule tear occurred during the phacoemulsification procedure, using the sonic wave digital phaco system. A vitrectomy was performed and a posterior chamber lens was implanted. The reporter stated there "sometimes is vacuum and sometimes nothing". Additional information has been requested from the facility, but, none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.